Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that it doesn¿t hold the sleeve. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
An evaluation was performed. Per as received condition, the investigation of the complaint sleeve pusher has shown a lot of scratches and worn traces at the whole part. The article number shows also traces of wear and it is not clearly legible. The sleeve pusher was analysed for conformance to print specifications, no abnormal findings were identified. Further investigation has shown that this instrument was manufactured according to the specification. The articles again is aligned based on the scratches and damages at the surface it can be determined that the complained malfunction as normal wear and tear after frequent use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.